Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿ components / accessories of drainage device with: rips, damages, cracks, holes, broken" with a potential root cause of ¿ incorrect operation".the product code for this urine collection product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the urine collection product labeling is found to be adequate based on past reviews. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that a kink was occurring where the tube connects to the bag resulting in the urine not being able to flow into the bag and it backed up in the tube. No medical intervention was reported.